Manufacturer narrative:
In a later email to dario, the user reported that the user has been receiving high bg readings for over a week. During troubleshooting on the phone with dario's representative, the user reported a bg reading of 140 mg/dl when the issue occured. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. On (B)(6), dario's representative followed up with the user who reported that he opened and tested with the new cartridge of strips and that they are reading within range. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that after using half a cartridge of strips, his bg readings of 92 mg/dl increased to a range of 150 mg/dl to 175 mg/dl. Due to the above, the user opened and tested with a new cartridge of strips and received a bg reading of 92 mg/dl. The user stated that he repeated this process and the same issue occured.